Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery was found to have high impedance. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted to lead to elective replacement indicator. Additionally, eri due to high battery impedance logged on (B)(4)-2011, prior to explant. Ramware version 8 installed on (B)(4)-2011.

Event description:
It was reported that there was potential premature depletion and that the device was at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.